Event description:
A malfunction alarm was reported by the customer, identified as malf 0. The customer¿s blood glucose level was within normal range, not exceeding 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur post-reset. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which the customer understood.